Event description:
Device malfunction: failure to complete sheath splitting. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, the thumb advancer stroke could not be completed and the device came out of the pt's artery. It was noted that the vessel locator wings were open. Hemostasis was achieved by manual compression. There were no adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.